Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the balloon was not as visible as they had hoped resulting in vessel rupture due to over inflation. The physician was using 50/50 contrast but the balloon didn¿t opacify, so it was quickly deflated and the wire removed. It was also noted that the physician had a preference for a competitors wire. The cause of the issue was unknown.